Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the depth limiter straw and retaining tube have been removed from the assembly and were not returned for examination. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not verify or identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during the surgery after t1 was employed, t2 and t1 fell off simultaneously. A backup device was used to complete the surgery. No patient injury or other complications were reported.